Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombosis was unable to be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Review of the extracted log files confirmed low flow alarms; however, a specific cause for the reported event could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2.5 inches from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft, bend relief, graft attachment, and the outflow graft clip were not returned. The apical cuff was not returned, and the cuff lock was unremarkable. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions or thrombus formations. A review of the submitted controller event log file contained data from 25jan2022 at 22:04:33 through 27jan2022 at 10:13:17, per the timestamps. From 25jan2022 at 22:04:33 through 27jan2022 at 07:15:21 the average flow ranged from 4.1-5.1 lpm. Two seconds later the pump flow decreased to 2.7 lpm, and by 07:15:33 the pump flow was 0 lpm where it remained for the duration of the log file. At this time, 07:15:33, a low flow fault flag was triggered. 10 seconds later, the low flow alarm was triggered, which remained active for the remainder of the log file. Although the low flow condition could not be correlated to the returned device, it was reported that upon explant a thrombus was found in the inflow cannula, and the patient was stable after the pump was exchanged. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26sep2016. The current heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was exchanged on (B)(6) 2022 due to a low flow alarm that showed zero flow. During the exchange, a thrombus was found on the inflow cannula.

Manufacturer narrative:
Reporter address: (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was exchanged on 27-jan-2022 due to a low flow alarm that showed zero flow. During the exchange, a thrombus was found on the inflow cannula.